Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that patient needs to charged the implantable pulse generator (ipg) more often. It was noted that patients spinal cord stimulator lead had fracture contacts and was not able to get enough pain relief. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device will not be return as it was not released by the facility.